Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "exchange from textured to smooth due to concern with the product."

Event description:
Healthcare professional reported a left-side rupture and exchange from textured to smooth due to concern with the product. Later, healthcare professional reported via MRI "peri implant effusion." Device has been explanted and replaced.